Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided for patient one. Patient two is male and year of birth is 1926, no other information such as date of birth or weight were provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed unrelated service repairs. A high sensitivity system check was completed which passed within instrument specifications. The cause of the non-reproducible access accutni+3 results could not be determined, the access accutni+3 reagent was not returned to bec for testing.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for two (2) patients on the access 2 immunoassay system (serial number (B)(4)). The initial and repeat results of the same sample on the same instrument generated a total standard deviation outside of that permitted by the access accu tni+3 information for use (IFU). The results were reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer stated that their access accutni+3 quality control results were recovering out of specification but on repeat were within assay specifications on the day of the event. A system check completed before the event was within instrument specifications. The patient samples were collected in green top tubes, they were then spun for 2 minutes at an unknown speed. The customer reported no visible issues with the integrity of the sample.